Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). After the lesion was pre-dilated with a 2.25 balloon catheter, a 2.50 x 32 synergy drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and when the device was removed from the patient's body, it was noted that the stent strut was deformed. The lesion was again pre-dilated several times with a 2.5 balloon catheter and the procedure was completed by deploying a 2.5/35 non-bsc stent. No patient complications were reported and patient status was good.